Event description:
Additional information was received. It was reported that the patient was being ¿zapped¿ while at work in high voltage area. When troubleshooting was attempted, an error message was received and implant had been reset to factory settings with only 1 program available. Contributed factors to the reported issue was due to the fact that the patient works in high voltage area and was standing next to a high voltage machine while it was in use. Mdt representative interrogate patient¿s implant. Impedances are clean and implant has 24. Implant was turned off and only 1 standard program was operational, months left on it. 4 programs were then added and patient could feel stimulation in the bicycle seat area. And patient was advised to avoid high voltage areas and/or turn off the implant while in high voltage areas. The reported issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported that replacement occurred after they were shocked when standing near a high powered conveyor, it's on a conveyor belt, which was normally never used but one day was turned on and pt was standing there. Pt said, "it grabbed their battery and shocked the crap out of" them. Pt said it must not have been grounded and shocked their body, it took them all the way down, it shocked them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was at work and then all of a sudden, they started getting a shocking sensation down below when they walked by a piece of machinery. The patient then mentioned they went to turn their device off but were not able to adjust their settings because they went to get their programmer and noticed that they were seeing por and couldn¿t turn their implant off. The patient was redirected to their healthcare provider as they were seeing por and couldn¿t adjust their settings. On (B)(6) 2019 the patient called back repeating the shocking episode previously reported. The patient stated that their healthcare provider told them they implant was ¿fried¿ and would not work anymore. The patient stated the healthcare provider wanted to give them botox injections, but the patient didn¿t want that. The patient requested a representative check their ins to verify what was going on. An email was sent to local representative. No further complications were reported.